Event description:
The surgeon implanted a silicone lens model aq2003v and was removed without patient injury. It was indicated that the md thought they saw a foreign object on the lens and decided to remove the lens. After the lens was explanted, the md could not find anything on the lens and stated it may have been a light reflection. A back up lens was used and there was no patient injury. The model and lot numbers of the cartridge and injector are unknown.